Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm micl12.6 implantable collamer lens, -10.50 diopter, and the lens tore. There was no patient contact and the backup lens was implanted. The surgeon indicated the cause of the event was due to the lens and injection system.

Manufacturer narrative:
H3: device evaluation: the lens box was returned unopened and seals were undamaged. Claim # (B)(4).